Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Explanting physician reported, left side rupture of the device. Confirmed via MRI. And swelling. The device had been explanted.

Event description:
Explanting physician reported, left side rupture of the device. Confirmed via MRI and swelling. The device had been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Continued h6 (health impact code): f15.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6, d6a, h6.

Event description:
Explanting physician reported left side rupture of the device confirmed via MRI and swelling. The device had been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side rupture of the device confirmed via MRI and swelling. The device had been explanted.